Manufacturer narrative:
Manufacturer's investigation conclusion: the report of damage requiring a clamshell repair could not be confirmed as no images were submitted for evaluation. It was reported that a universal percutaneous lead bend relief clamshell was requested in good faith that the repair would be completed, but that the patient did not follow up. The clinic had plans to complete the clamshell repair once the patient followed up. The patient reportedly remains ongoing on the involved heartmate ii left ventricular assist system (lvas); however, the serial number of the device is unknown. The heartmate ii left ventricular assist system instructions for use and patient handbook provide driveline care instructions. The patient handbook instructs the user to check the driveline daily for signs of damage (cuts, holes, tears). Call your hospital contact right away if the driveline is damaged (or might be damaged). No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient had a clamshell repair.